Manufacturer narrative:
Reference MFR. Report #3004209178-2016-17802 regarding issues the patient experienced with her previous device system. Concomitant medical products: product ID 3889-28, lot# va006vr, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. The patient's pre-operative diagnosis prior to getting the device was frequency and urgency syndrome. It was reported that the patient had a malfunctioning medical device and the implantable neurostimulator (ins) was at end of service (eos). The patient's device was on the left side, but she previously had a device on the right side. During the removal procedure, the healthcare provider began the procedure on the right before realizing the device was on the left. The incision was closed and the procedure was continued on the left side. The ins, surrounding pseudocapsule, and lead were removed. The patient was taken to recovery in stable condition. The healthcare provider discussed the erroneous incision with the patient and her family and discussed that there should be no long-term sequelae from the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.